Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was impossible to pass the lead rotation to the screw. The left ventricular (lv) lead was implanted successfully. The lead remains in use. No patient complications have been reported as a result of this event.